Event description:
Customer reported the panorama central station displayed gaps of data from the panorama telepack. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and could not duplicate the problem. As a preventative maintenance, error logs were cleared and the system was rebooted. System was tested to factory specification and was returned to service.